Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics for peritonitis. After being hospitalized for eight days, the patient was discharged and recovered from the event. The cause of the peritonitis event was reported to be "from the bowels", but this was unable to be confirmed. Additional information was requested, but is not available. This is report 1 of 3 involved in this peritonitis event. Medical assessment: this is a report of a home patient (hp) who acquired peritonitis. The cause of the peritonitis event was reported to be "from the bowels", but this was unable to be confirmed. It is possible that a baxter device may have caused or contributed to this event. This is an FDA reportable serious injury. This does not represent a device failure mode or malfunction that could cause or contribute to a death or serious injury were it to recur. If further information becomes available this report will be reassessed. This is not an FDA reportable malfunction.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents for potentially associated lot numbers h13d30160 and h13f08039 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.